Manufacturer narrative:
(B)(4). The device is undergoing an evaluation but has not yet been completed. Manufacturer contacted customer with follow up phone calls for knowing whether the symptoms persist; customer has not symptoms, customer did not need medical attention; customer is comfortable with the glucose readings from the new product replacement.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 69 mg/dl. The customer's expected fasting blood glucose test result range is 125mg/dl(customer did not specify low range limit) .the customer feels weak. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 88 and 93mg/dl. The test strip lot manufacturer's expiration date is 10/14/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set correctly): (B)(6). Customer hadn't made any changes to diet. Customer is in no medication to manages diabetes.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter;returned test strips produced low reading on 535 level. R&d root cause investigation completed:test strips producing low glucose results is due to improper storage of returned test strips: strips were most likely left outside of the vial for a prolonged period of time, exposing the strips to heat and moisture. Manufacturer contacted customer with follow up phone calls for knowing whether the symptoms persist; customer has not symptoms, customer did not need medical attention; customer is comfortable with the glucose readings from the new product replacement.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from results obtained of 69 mg/dl. The customer's expected fasting blood glucose test result range is 125mg/dl(customer did not specify low range limit) .the customer feels weak. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 88 and 93mg/dl. The test strip lot manufacturer's expiration date is 10/14/2017 and open vial date is 07/30/2016. The meter memory was reviewed for previous test result history (date / time not set correctly): the 78mg/dl (B)(6) 2016 12:00 pm fasting: yes, the 78mg/dl (B)(6) 2016 12:03 pm fasting: yes, the 87mg/dl (B)(6) 2016 12:09 am fasting: yes, the 74mg/dl (B)(6) 2016 07:13 pm fasting: yes, the 69mg/dl (B)(6) 2016 07:59 pm fasting: yes. Customer hadn't made any changes to diet. Customer is in no medication to manages diabetes.